Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tip of the medium-large clip applier jaw broke. The issue occurred when attempting to clamp a clip to the bile duct. The broken fragment was retrieved. The procedure was completed as planned with no other issues reported. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken medium-large clip applier, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and found to have a broken grip at the grip tip. A piece approximately 0.075" x 0.022" was found to be broken off. The broken piece was not returned. Common causes of the instrument grips breaking are typically attributed to the user, such as excess force on the instrument shafts and/or tips during handling, insertion, usage, or removal. Additionally, signs of corrosion were found on the instrument bearings. The pitch and grip input disk bearings exhibited orange discoloration, the common cause of is typically attributed to improper cleaning. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The common cause of the residue is typically attributed to improper cleaning. The complaint regarding broken grips was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument logs revealed that the reported medium-large clip applier (part # 470327-12/ lot # k10220314 0083) was used on (B)(6) 2022 with system (B)(4) for a cholecystectomy surgical procedure. The instrument had 87 uses remaining. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.